Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the ¿patient made a mistake¿ (not further specified). The patient was hospitalized for the event. On an unreported day, the patient began treatment for the peritonitis with ceftazidime injection (1 gram, frequency not reported) and cefazolin injection (1 gram, once a day) intraperitoneally. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.